Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the instrument data. The sample that was processed prior to the sample in question had a high bhcg concentration. Quality controls were in range on the day of event and no other discrepant bhcg results were reported. There were no sample flags on any tests on the sample in question, and no process errors were reported around the time the discordant result was obtained. Reagent result monitor, which checks for consistent reagent mix and delivery, was stable between the initially high result and other tests including the repeat results. This indicates that the reagent and reagent delivery was within specifications. A siemens customer service engineer (cse) was dispatched to the customer site for a suspected sample carryover. The cse replaced the aliquot probe and aliquot drain. Hsc concluded the discordant result appears to have been caused by residual bhcg from the sample processed prior to the sample in question. However, as sample handling details were not provided, sample handling and integrity cannot be ruled out as a potential cause of the elevated result. The cause of the discordant result could not be determined. The instrument is performing according to specifications. No further evaluation of the device is required. The customer did not provide the patient's clinical presentation and it is unknown if the patient was pregnant. No information was received regarding transvaginal ultrasound diagnostics. Information regarding clinical indications for surgery versus other treatment is unknown. Based on published clinical guidance on the diagnosis and management of ectopic pregnancy, as well as our knowledge of general training provided to residents in this field of practice, it's our understanding that: clinical presentation of suspected ectopic pregnancy, patient hemodynamic stability in addition to menstrual history, among others, are important factors taken into account when evaluating suspected ectopic pregnancy. The first criteria in the diagnostic evaluation of suspected ectopic pregnancy is confirming pregnancy. Once pregnancy is confirmed, if ectopic pregnancy is suspected, hcg is typically repeated serially, ~every 2 days, to assess whether the increase in hcg concentration is consistent with an abnormal pregnancy. Tests used to diagnose an ectopic pregnancy are a combination of hcg and transvaginal ultrasound. Based on published clinical guidance on the diagnosis and management of ectopic pregnancy, as well as our knowledge of general training provided to residents in this field of practice, it's our understanding that: surgical intervention is not the preferred treatment for ectopic pregnancy, unless there are specific clinical indications for surgery (i.e. Contraindication to preferred treatment, other risk factors). Ectopic pregnancy management depends upon several factors. Treatment should not be performed for an ectopic pregnancy based upon a single assessment with ultrasound or hcg measurement.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), and the patient was consequently operated on for suspicion of ectopic pregnancy. No other details regarding the operation were provided to siemens. A new sample obtained from the patient the following day was tested and resulted negative. The original sample was then repeated on the same instrument and an alternate dimension vista instrument, resulting negative. The corrected result was reported to the physician(s). Other than the alleged unnecessary surgery, there have been no reports of impact to the patient or adverse health consequences due to discordant result. Statements attributed to the clinicians are derived from information submitted to the siemens complaint handling system and have not been verified.

Manufacturer narrative:
The initial MDR 2517506-2017-00824 was filed on 22-nov-2017. Additional information (11-dec-2017): the customer provided the sample handling conditions. The sample was coagulated for around 2 hours and then centrifuged for 15 minutes at 2100 relative centrifugal force. The sample handling specifics are based off of the tube type used and the sample preparation instructions are in the tube manufacturer's instructions for use as it is a pre-analytical variable. The sample handling does appear to be sufficient. Although, the tube type and tube manufacturer's instructions would be required to ensure that the tube manufacturer's instructions were followed for proper sample handling.